Event description:
Diagnosed with invasive ductal carcinoma (B)(6) 2014. In (B)(6) 2014 received bilateral skin and nipple sparing mastectomy with immediate reconstruction of allergan textured silicone breast implants. Since implant, diagnosed with autoimmune issues, nausea, vomiting, fatigue. Disabled from job eff (B)(6) 2018. Employment terminated eff (B)(6) 2018. Scheduled explant for (B)(6) 2020. Complained to plastic surgeon over 5 years, blood leaking from right nipple, left implant dropped, right implant capsular contracture. Plastic surgeon prescribed off label use of monteklast (singular). No result. Now have multiple lumps on both sides of breast. Autoimmune system crashed and right lung nodules originally diagnosed as metastic was reclassified as nontuberculous mycobacteria. Placed on 3 antibiotics from (B)(6) 2017 to (B)(6) 2018. Respiratory arrest on (B)(6) 2018 while undergoing bronchoscopy. Vomited blood and was dehydrated (B)(6) 2018. Went to (B)(6) health in (B)(6) ctr for further testing. Diagnosed with esophageal dysmotility and gastroparesis. Since implants, lost 50 lbs, vomit, fatigue, nausea and weakness. FDA safety report ID # 480373.